Event description:
The following has been reported: customer reported: had an issue on (B)(6) 2025 with precipitate forming in a primary tubing line. The nurse was infusing rocephin from a syringe at 100 mg/ml. After a few minutes, the pump beeped that there was an occlusion in the line. The nurse looked at the tubing and stopped the dose immediately. The nurse states there was a sodium chloride bag on the patient, but nothing else. There could have been sodium chloride 0.45% remaining in the line which is not compatible with rocephin, but she was not sure. Other medications the patient had received were sodium bicarbonate and furosemide which are compatible with rocephin. I do not have the tubing lot number. The issue could be something existing in the line. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review of the logs identified the following issue: precipitate formed in tubing. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and secondary line was connected to a saline solution bag. The secondary bolus prime process passes successfully. Under microscope, no defects were observed at the administration cassette. An underwater leak test was performed to verify the liquid and air side areas of cassette, and no bubbles were observed coming from the unit. The customer complaint is not confirmed. The root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect. No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections.